Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken conductor wire at yaw pulley. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Additional observation(s) not reported by site: the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on the hook and current flow was not detected across the tip. The distal clevis was broken in-house to expose the broken conductor wire. The complaint regarding the instrument not properly working was confirmed by failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, the permanent cautery hook was nor working properly. The procedure was completed with no reported injury.